Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97791, product type: accessory. Product ID 97791, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The consumer reported that the patient was having a severe amount of pain. It was noted that this was baseline pain that the patient had always had since 2011; this pain occurred after a surgery that the patient had for cancer in 2011. It was further reported that the implantable neurostimulator (ins) did not help, and it actually made things worse since 2014. The ins made the pain worse, and the patient had turned off the ins. The patient was keeping the ins charged, but he had not used the ins since 2014. With regards to interventions, the consumer reported that the healthcare professional was looking into electromyopulse and accusscope. Additional information received from the consumer reported that the healthcare professional had not made any comments as to how or why the ins had made the patient's pain worse. They were just going to leave the ins there for now, keeping it charged even though the patient did not use it. There were no plans for further intervention on the ins. If additional information is received, the file will be updated. The patient's indications for use included malignant pain, cancer pain, and lumbar radiculopathy. Additional information received reported the patient had rectal cancer and the ins was stimulating the right area, but not helping with the pain. The patient stated there were no therapy issues. The ins was explanted per patient request. It was unknown if any inte rventions/actions were taken. The issue was considered resolved. The patient medical history was unknown. The patient outcome was reported to be alive with no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the ins ((B)(4)), found no significant anomalies. The ins battery was found to have reduced capacity due to overdischarge. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 39. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2016. The device was recharged for 5 hours 43 minutes and the battery charged from 3.575v to 4.060v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.